Event description:
It was reported the patient started having problems 6 months after the surgery. It was reported "it kept flipping so they had to move it".

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2012-(B)(4), product type extension, (B)(4).